Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: "how was the product stored? No further information is available. Was the package noted to be damaged? No further information is available. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided.". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. One empty opened overwrap, a detached needle and a winding former with six needle/sutures control release, two detached needles and one undispensed suture product code c012d were returned to ethicon for analysis. After investigation of the sample short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture were found detached since the insertion end of the suture did not meet the requirement. In addition, the suture was examined, no issues related to breakage suture were observed. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, when package was opened, it was found that the suture had been broken. There were no patient consequences reported. Additional information was requested.